Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported having difficulty adjusting the settings for at least one month. Patient stated that current group was c with intensity at 1.8, which was generally acceptable, but at times the stimulation felt too strong. Patient attempted to lower the intensity but reported that it would not decrease. Patient mentioned previously switching groups but stated that they now only wanted to use the group programmed to the controller. Patient attempted to adjust the intensity, but it remained at 1.8. When pressing the down button, stimulation turned off, and when pressing the up button, no additional options were available. Agent redirected the patient to hcp and manufacturer representative (rep) for further assistance. Agent reviewed rep's role and provided the national answering service (nas) number for hcp office to call.

Manufacturer narrative:
B3 event date is approximate. Month and year of event are confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.